Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic and the left ventricular lead exhibited high impedance. The lead remained implanted and the patient would continue to be monitored.